Event description:
Clinical trial. It was reported that the pt expired 410 days following a coronary artery drug eluting stenting treatment procedure. The index procedure identified and treated one de novo, 99% stenosed, moderately calcified, 2.75x10mm lesion of the left main coronary artery (lmca). The lesion was predilated, reducing the stenosis to 50%, a 2.5x16mm taxus express2 drug eluting stent was deployed at 13atm, and the stent was post dilated resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. It was reported that the pt expired 410 days following the index procedure after experiencing an acute myocardial infarction (ami) while shovelling snow. An autopsy was not performed.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.